Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left hip revision procedure approximately thirteen years post-implantation due to unspecified allegations. During the procedure, the femoral head and acetabular cup were removed and replaced. A liner and taper adapter were also implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical products: biomet m2a acetabular cup catalog#: rd118848 lot#: 947980; biomet femoral stem catalog#: x180310 lot#: 662761.